Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that lens defective noted upon implantation during an intraocular lens (iol) implant procedure. Lens was explanted at initial procedure. Replaced with unspecified lens. Additional information has been received as lens was damaged upon insertion, had scratches. There was no patient harm.